Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the interface and active directory were not communicating. A technical support specialist attempted to log into server but received a request timeout; deployed a restart of remote support service (rss) services, attempted to connect to additional servers and successfully dialed into server. Contacted the customer, who restarted the feed; messages then began crossing successfully. Verified all services were running and restarted the external message services, ran a server down query and found no disconnected flags. Verified with sample patient information, which did not appear on the server. Assigned the case to integration engineering support team (iest) for further assistance. Connected to the carefusion coordination engine (cce) and observed that active directory (adt) was not receiving current messages. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the interface and adt were not communicating with the server. The customer reported that, while the interface communication was down, the patient list could not be viewed, which affected normal system functionality. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.